Event description:
A us distributor contacted zoll to report that a patient developed a red bumpy rash under the lifevest equipment. Patient also reported the lifevest was to tight. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse inquired about the use of steroid cream. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.